Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on the bus. A field service engineer (fse) verified that all boards displayed proper indicator lights, reseated all cables and wiring. The fse inspected the pyxibus cable and retractor band, cleaned internal components, rebooted the system, confirmed functionality through hardware test application, and successfully launched the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and not detected on the bus. The customer recovered the storage space multiple times and rebooted the station twice; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.